Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: data files and the 2af284 balloon catheter with lot number 08941 were returned and analyzed. The files were analyzed using the applicable console cdm software per the applicable field service manual. One patient file was received and recorded on the reported date of the event. The file showed 20 applications were performed using the returned balloon catheter. The file also showed 20 applications were performed using a non-returned balloon catheter. No system notices were reported on the date of the event in the file. Console output data showed pressure is tracking preset pressure and flow readings were as expected, however, the temperature profile was colder than expected during the ablation phase of the first through eleventh applications. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 20 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the te mperature curve had no oscillation or overshoot. In conclusion, the reported issue of the temperature dropping faster than expected was not confirmed through testing. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature was not as expected so the physician stopped the ablations early for patient safety. Post mapping was performed using another manufacturer's device. There was minimal evidence of any ablations having been done, and each of the veins still had local pulmonary vein signals. A test ablation was performed in a sterile bowl of saline. The console temperatures showed very rapid cooling. The ice cap on top of the balloon was inconsistent and part of the expected ice cap area had little to no ice. The balloon catheter was replaced with another model balloon catheter which resolved the issue. All of the ablations were repeated. The temperature was as expected. Post mapping was performed again and it showed complete pulmonary vein and posterior wall isolation. The case was completed with cryo. No patient complications have been reported as a result of this event.